Event description:
Prescribed toric contact lenses by doctor. O.k. For 2 weeks. When received rx in went to dr. Observed lens rotated 90 degrees. Told to remove and replaced with another from same supply. Tried to wear for 3 weeks. Returned to dr. Complaining of soreness and could not wear contact. Given torbadex tid, no contacts, return 3 days. Dr. Tried several more lense out of different batches, then tested vision. Rx had changed. No contacts for 1 week, return. Still prescribing contacts. Very uncomfortable, hard to see. Ordered glasses but was told they were wrong rx. Vision had permanently changed. Did not go back.